Manufacturer narrative:
During testing at the service center it was noted that pins 2 and 3 on the bolus cord connector were broken off and half of the white connector housing was broken. A probable cause of the customer reported broken pins is excessive force applied when disconnecting the cords from the device which resulted in the breaking of the pins adn the damage to the white connector housing. Due to the broken pins, the test device did not deliver a bolus dose when the bolus cord button was pressed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during routine preventive maintenance the "pins broke inside the bolus cord." No additional information was provided. This is not a reportable malfunction. However, during verification testing at the service center, the device did no deliver a dose when the bolus cord was pressed.